Event description:
On (B)(6) 2023, it was reported by (B)(4), an onkos sales representative, that a patient of doctor (B)(6) underwent a washout to address an alleged infection of an eleos distal femur replacement. The surgery was performed as a washout; there were no reported implants explanted and/or replaced.

Manufacturer narrative:
On (B)(6) 2023, it was reported by (B)(4), an onkos sales representative, that a patient of doctor (B)(6) underwent a washout to address an alleged infection of an eleos distal femur replacement. The surgery was performed as a washout; there were no reported implants explanted and/or replaced. On 07 february 2023, an email was sent to (B)(4) to obtain additional information about the patient and historical surgeries. He reported that there was no additional information available at this time. The adverse event could not be investigated due to a lack of information related to this case.

Manufacturer narrative:
The investigation is in progress, additional information for this event is not known at this time, if additional information is received, a supplemental report will be submitted accordingly.

Event description:
This patient was washed out to address potential infection. No parts were replaced and we do not have a record of exactly what parts were implanted during the original surgery.